Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer unintentionally delivered insulin while still connected to the pump during the fill tubing process. At the time of the report, the customer's blood glucose was 99 mg/dl. The contact reported that the customer would consume food to account for the 10.2 units of insulin that was accidentally delivered.